Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device broke at the proximal end. Probable root cause: application: excessive force. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the surgeon introduced the flowport cannula through his incision and into the joint space. As the samuari blade was introduce into the cannula, it was retracted back in order to cut the capsule and the surgeon noticed the distal leading plastic edge of the cannula had broken off the metal portion of the cannula. The arthroscopy was cancelled and the surgeon had to perform an arthrotomy to retrieve the broken plastic piece. The posted procedure had to be stopped and has to be conducted at a later time due to the arthrotomy of the joint capsule. The procedure turned from an arthroscopy to open joint arthrotomy to successfully retrieve the broken piece.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the surgeon introduced the flowport cannula through his incision and into the joint space. As the samuari blade was introduce into the cannula, it was retracted back in order to cut the capsule and the surgeon noticed the distal leading plastic edge of the cannula had broken off the metal portion of the cannula. The arthroscopy was cancelled and the surgeon had to perform an arthrotomy to retrieve the broken plastic piece. The posted procedure had to be stopped and has to be conducted at a later time due to the arthrotomy of the joint capsule. The procedure turned from an arthroscopy to open joint arthrotomy to successfully retrieve the broken piece.